Event description:
The event is reported as: when the hme was disconnected from the pt while still being connected to the pressurized circuit, white flakes blew out of the hme. This event occurred three times. This is the first of three reports regarding this complaint. There was a death reported, but after contacting the reporter numerous times, it is unclear which event of the three involved a death. It is reported that the physician attending the pt did not feel this event contributed to the pt's death.

Manufacturer narrative:
Device has been received by the MFR for investigation, but investigation is incomplete at the time of this report. A f/u report will be sent when completed.